Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and working wall outlet, and had already tried leaving pump connected for at least 30 minutes without success. There was no reported impact to the customer¿s blood glucose level. Customer then tried different wall adapter, after which pump began charging, and no further assistance was required.